Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be confirmed during evaluation and the device operated per specifications. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was allegedly reported to resmed that the cord of an airsense 10 autoset device caught fire. There was no patient harm or serious injury reported as a result of this incident.